Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed a total service call on the instrument and found that the spectrophotometer lamp voltage was within the acceptable limits, the reaction cuvettes were good and the pumps were good. The cse cleaned the dilution tray wash unit (dwud) probes and replaced the dilution mixer (dmix) paddle. The cse ran quality control materials with acceptable results. The customer was instructed to monitor quality control performance and reported the problem returned. The cse made a return visit and replaced the sample pump syringe seals. The cse then replaced the spectrophotometer lamp which reportedly resolved the issue. The cse returned the system to an operational state. The cause of the erratic quality control material results, lower than expected creatinine test results and multiple samples with test results below the linearity of the assay was the spectrophotometer lamp. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Creatinine (crea) test results that were lower than expected were obtained from an advia chemistry xpt instrument. The initial results were not reported to the physician(s). Erratic quality control results were obtained from the same instrument. It is unknown if repeat testing was performed. There are no known reports of patient intervention or adverse health consequences due to the lower than expected creatinine test results.